Manufacturer narrative:
Reported event is confirmed by the investigation result of returned products. Visual inspection of the returned femoral nail confirmed the part had fractured at the lag screw hole. Dimensional analysis was performed on the returned products and found the dimensions are conforming to print specifications. The fractured nail was sent to sem for further analysis. A fracture analysis was performed and determined that the stem portion of the nail experienced fatigue fracture and have originated on one side of the nail at the lag screw hole & traversed both sides fracturing the nail into 2 pieces. A material composition analysis was performed and confirmed the material as nitronic 50 stainless steel. X-ray review states that the patient had fracture of the bone (subtrochanteric) as well as the hardware at the same site. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product - lag screw, catalog#: 00225600240, lot#: unk. Multiple MDR reports were filed for this event, please see associated reports:0002648920-2017-00493. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient was experiencing pain and could not walk approximately four (4) years post-implantation of a trochanteric fracture nail. Subsequently, the patient underwent a revision procedure due to a fractured nail. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Implant date-specific date is unknown, however, the year was 2013. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.